Event description:
Surgeon was using the glenosphere orientation guide to implant the glensophere. The surgeon impacted the head by striking the top of the 3.5mm cannulated hex screwdriver with the glenoid orientation guide in place. As a result, the "nub" or key broke off in vivo. It is unk whether all pieces were retrieved from the pt. This also caused a surgical delay of 10-15 minutes.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. A previous investigation found depuy france states the fracture is due to a too important stress during the assembly of the instrument onto the glenosphere. The end tip has been changed (addition of radius and blend) in order to increase the strength of the component, implemented on (B)(6) 2008 via eco #253075. The complaint sample was mfg prior to the change. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.